Event description:
The customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level as it remained within the range of 54-500 mg/dl (3.0-27.7 mmol/l). Technical support decided to replace the pump to resolve the issue.